Event description:
The following event was reported to implantcast gmbh: "the stylus is unsoldered from the pointer (B)(4). Note: it is known that the event occurred intraoperatively. However, there was no effect on the patient as the surgery could be finished with the product in question.

Manufacturer narrative:
According to the description of the event, one component broke off from a patella resection guide. It was further mentioned that the weld seam was defective. The product in question was provided for an optical examination. The described error pattern could be confirmed. The pointer component is separated as the weld seam is defective it is known that the event occurred intraoperatively. However, there was no effect on the patient as the surgery could be finished with the product in question. The manufacturing documents of the patella resection guide were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be attributed to a random failure of the weld seam. The resection guide was manufactured in (B)(6) 2017 and is therefore in use for 8,5 years. This includes the usage of the product as well as several sterilization processes. This may have weakened the welding until it broke. However, this can neither be confirmed nor denied. The event was assigned to the error pattern "defective weldseam" in the associated risk management.